Event description:
It was reported that a small volume intermate had a missing tip. This was found before use. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The lot was manufactured on august 13, 2013 ¿ august 14, 2013. Visual inspection on the unit (via the naked eye) noted the blue winged luer cap was missing. However, since the unit was not returned in its original packaging, the problem could not be verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.